Event description:
The reporter was a mother who had gotten the er1 message when testing her son. She stated that she had retested. She reported that his blood glucose levels were usually within normal limits, and that he was treated, as usual and according to their physician's instructions, by his parents.